Manufacturer narrative:
The review of provided data confirmed the reported issue, the problem is confirmed, it occurred after a period of inactivity of ble communication. At the wake-up of the ble communication, ble commands were well executed but the programmer did not correctly re-linked to the real time data of the device. Therefore, when the impedance test was launched, no data came back from implant to the programmer and the programmer waited indefinitely the data, showing endless measurements to the user. The ble communication lasted for 20 seconds. The lead impedance measurements had been executed and correctly terminated. The rate of the device was back to basic rate. Continuity measurements were not executed. This could be verified in the patient data after the second interrogation (after the removal + reconnection of the battery): impedance values were displayed for the three leads and the continuity values were not displayed. A workaround to avoid the removal of the battery, the user could use the inductive head. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Upgrade of a biotronik vr ICD to a talentia 4lv sonr crt-d 3844 with a plug on a port due to af. All the procedure goes well. When lv and rv leads are connected to the can in the final step, and the can is in the pocket, tests are launched in order to obtain the corresponding measurements. When performing impedance measurements, it is taking much time for the test to be performed. As the patient rate is above 90 bpm, I decide to stop the measurements and start them again at a higher rate. But the measurements do not stop. The 'measurement' message remains on top of the screen, and I cannot force the termination and I have to remove the battery (p1+p2 action doesn't seem to work). System is rebooted and telemetry restarted, and then everything works fine. Is there an explanation for this behaviour?